Manufacturer narrative:
Article citation: safari, aroosha, hamza, saud, paton, david. A rare case: synchronous ipsilateral breast implant-associated anaplastic large cell lymphoma and invasive ductal carcinoma. Journal of surgical case reports. 2023; 6, 1-4. Continued e1 (phone no.): (B)(6). The events of seroma, lymphadenopathy, and lymphoma - alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: peri-implant fluid; lymphadenopathy; cd30+, alk- bia-alcl.

Event description:
Through journal article "a rare case: synchronous ipsilateral breast implant-associated anaplastic large cell lymphoma and invasive ductal carcinoma," authors report a 78-year-old patient with a history of cosmetic breast implants presented with unilateral breast enlargement, right breast was larger than the left with palpable peri-implant fluid, axillary lymph nodes were involved by carcinoma, with extracapsular extension, and was subsequently diagnosed with cd30 positive, alk negative stage ia breast implant-associated anaplastic large cell lymphoma (bia-alcl) as well as stage ib ipsilateral synchronous invasive ductal carcinoma (idc) (not device related). The patient's assessment included bilateral breast ultrasounds, mammograms, and mris with right-sided fine needle aspiration of peri-implant fluid, core biopsy of right breast mass, and a whole-body positron emission tomography scan. Patient was surgically treated with bilateral capsulectomy, implant removal, and mastectomy. No adjuvant treatment was required for the bia-alcl. The idc required adjuvant chemotherapy, radiotherapy, and endocrine therapy. Cancer-breast is not related to the device. This record is for right side.

Manufacturer narrative:
It has been identified that this record, mrn 9617229-2024-03511, is a duplicate of mrn 9617229-2023-11233. Please see mrn 9617229-2023-11233 for reportable events. This record is no longer reportable and will be unreported. Additional, changed, and/or corrected data: b5 h10.

Event description:
Previous emdr submission reported, through journal article, "a rare case: synchronous ipsilateral breast implant-associated anaplastic large cell lymphoma and invasive ductal carcinoma," events: lymphadenopathy, seroma, and breast implant associated anaplastic large cell lymphoma (bia alcl). Upon further review of information, allergan aesthetics has determined that this record is a duplicate record. In addition the event of lymph nodes involved with carcinoma (lymphadenopathy) was determined to be not device related. This record is for right side. Please see mrn 9617229-2023-11233 as the operating record related to this complaint.